Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, after the suture ends had been pulled out through the distal end of the proximal guide, a guide wire had been reinserted through the proglide exit port to maintain wire access, and the proglide device had been removed; the physician attempted to harvest the suture limb (blue suture). He found the suture was tightened and would not move. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. No clinical significant delay in the procedure reported because of the failure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - lot number change from 20627j1 to 20514j1. Evaluation summary: the device was returned for evaluation. The reported suture tightened and unable to move could not be confirmed. The monofilament was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.